Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device implant procedure, cannulation was performed using the delivery catheter. At that time, occurrence of dissection was found for the first time. The main trunk of coronary sinus got dissection and use of delivery catheter was stopped. Attempts were made to perform cannulation using another catheter, but it failed. Coronary angiography was performed, but vessel was quite narrow and cannulation was impossible. Placement of left ventricular (lv) lead was abandoned, and implantable cardioverter defibrillator (ICD) was placed instead. Postoperative echocardiography showed there were no health hazards to the patient. Patient to be evaluated again at follow up visit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.